Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2010. It was reported that the patient visited to the hospital due to the dislocation, but the patient did not complain the pain, and could walk normally. Then the surgeon suspected trunnionosis under the x-ray. The revision surgery was performed on (B)(6) 2018 by replacing the stem, the head, and the sleeve. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.